Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stock outs were not printed and not crossed with correct amount. The technical support specialist (tss) connected to the device, checked on the medication in question and found the medication worked if removed as fractional. The tss also confirmed that the stockouts means zero quantity at the station, if the medication was loaded in more than one pocket, then it would be not a stockout until all pockets were loaded, the stockout or pick and delivery report(s) might show that pockets were stocked out but would not get a bulletin. The tss observed the reports for few days, and the customer granted permission to close the ticket. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the stock outs were not printed and not crossed with correct amount. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.